Manufacturer narrative:
Update: section b: adverse event/product problem - updated to "product problem". Section h: health impact grid - updated to "no health consequences or impact".

Event description:
The manufacturer received information alleging headaches. The patient reported a history of migraines but felt the device was causing headaches as the patient noticed a "mildew-like smell" from the device. The patient reported the headaches are so severe they also cause nausea. Medical intervention was described as the patient was prescribed "a pill" (unspecified) to help with headaches. The patient was not sure of the name of the medication. The device was in the patient's use for 2 years, and the patient stated the headaches and smell have worsened recently. The patient reported cleaning the mask, tubing, and water chamber one per week with warm water only. The ultrafine filter was replaced weekly. The patient reporter never replacing the pollen filter, however this filter was cleaned weekly with warm water and by scrubbing the filter with a "baby toothbrush". The patient was unsure of the device settings at the time of the alleged incident, however the patient stated the device pressure starts at 4.0 cmh2o. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dream station 2 advanced auto CPAP device. The patient alleged noticing headaches as the patient noticed a "mildew-like smell" from the device. This notification was opened for review for information received that a headache as the patient noticed a "mildew-like smell" from the device. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.